Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, after completing basket and flower applications to left superior pulmonary vein the wire was found to be unable to retract or advance. The entire system was removed, and it was found that the wire was stuck inside and the wire unable to be removed either from the handle or distal end. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.